Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Event description:
It was reported by the customer that the head end jack was stuck in the raised position and could not be lowered. There were no patient involvement or adverse consequences reported.